Manufacturer narrative:
Correction made to d4 lot#: 60417618 (previously submitted as 60415018). H10: the actual device and a photograph of the sample were received for evaluation. The actual device was received partially filled with solution. Unaided eye visual inspection of the actual sample was performed and no particulate matter could be observed in fluid pathway of container. There were no issues observed of the connector or cap areas when the cap was removed. The photograph was reviewed and a white irregularly shaped polymeric appearing particle was observed. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter first name: (B)(6) e1: initial reporter last name: (B)(6) e1: initial reporter address: (B)(6) should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small thin, hair-like particle was observed in a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. This was identified during visual inspection of the finished product at the compounding facility. There was no patient involvement. No additional information is available.